Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed crack by the tube holder and lower left front corner of top of case also crack on right plunger case. Motor rate error was found during occlusion test. The root cause of the reported issue normal wear, device was over fourteen years old. Combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Actions taken to mitigate the reported issue: replaced damaged top case, right and left plunger cases. Replaced interconnect board due to broken off c9 causing system failure: primary audible alarm post at power up. Installed missing plunger case o-ring. Installed cable guard per eco 12-0097. Replaced wavy washer, worm coupling, motor mount and teflon washers with the delrin washer. Replaced worn barrel clamp guide, barrel clamp rod and barrel clamp spring. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. D4: UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.